Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system needs to be rebooted after sending images to the printer. No patient injury was reported.